Event description:
It was reported that an increase in pacing lead impedance was observed on a merlin.net transmission. No anomalies were noted via x-ray, and isometric testing could not reproduce any noise. An increase in capture threshold was also observed. Programming change and lead monitoring were recommended.

Manufacturer narrative:
(B)(4).